Event description:
Device report from japan reports an event as follows: it was reported that patient underwent surgery on (B)(6) 2022, fracture of right fibula. During the surgery, it was discovered that the prepared distal fibula plate was for the left fibula instead of the right. The surgeon determined that there was little difference between the left and right sides when a plate was used on the posterior lateral side. The surgeon proceeded to bend the plate and insert it. The surgery was completed successfully without any surgical delay. It was determined that although the hospital had ordered the plate for right, the agency had ordered the plate for left. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Part: 04.112.109s lot: 7l14963 manufacturing site: (B)(4). Release to warehouse date: july 28, 2020 expiration date: july 01, 2030 supplier: früh verpackungstechnik ag a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 04.112.109 non-sterile lot: 17p7786 manufacturing site: (B)(4). Release to warehouse date: february 11, 2020 supplier: synthes USA hq, inc product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.